Event description:
Caller reported malfunction on pump with code malf 1, and it was not resettable. There was no adverse impact to the customer's blood glucose level. Caller was advised to use multiple daily injections (mdi) as backup therapy, and technical support arranged for a replacement pump with updated software to be sent. Instructions were given to return the faulty pump, and caller acknowledged understanding of steps upon receiving the replacement.